Manufacturer narrative:
One device was returned for repair in used condition with complaint of cassette not attached error. Review of event log found cassette not attached properly alarm. Probable cause was inoperable downstream occlusion (dso) sensor. The customer's reported problem, cassette not attached, was verified by functional testing. Dso sensor was replaced to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device exhibited "cassette not attached error." There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.